Event description:
The heplock exploded after the contrast was injected. The heplock was patent and had good blood return even after the contrast had leaked. It appeared there was a weakness in the tubing mid way in the heplock line. There was no patient injury.